Manufacturer narrative:
Eval summary: visual inspection performed as part of mar. The report concluded: the neck to stem trunnion of the modular neck exhibited evidence of micro-motion and corrosion indicating the presence of a mechanically assisted corrosion process. The base alloy of the neck was found to be a cr-co-mo alloy consistent with the astm f-1537 alloy 1 material. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, revision of rejuvenate stem.